Manufacturer narrative:
Device evaluation by manufacturer the unit was returned with the distal tip unraveled and the working length kinked, as part of overall visual revision. The entire length of the wire was examined and the device returned stuck inside the catheter (the distal section); the body returned severely kinked along the distal section, including the section stuck inside the catheter; moreover, the distal tip returned severely damaged (corewire fractured and coilwire unraveled). Dimensional inspection was performed and the device was found within specifications. The returned device was sent for external analysis to determine the fracture failure mode. The device presented torsion with tension overload as mode of wire failure. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that tip damage was noted. The target lesion was located in the urethral artery. A 035/180 magic torque guidewire was used with a 8/28 flexima drainage catheter. It was observed during the procedure that the magic torque was sticking inside the flexima stent and the magic torque tip unraveled. The procedure was completed successfully, no patient complications were reported and the patient's status is fine. However, returned analysis revealed that the corewire was fractured.